Manufacturer narrative:
1627487-07262012-002-r; this ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended due to pain at their ipg site (reference MFR report: 1627487-2018-05298) . In turn, the patient's ipg became inoperable over time. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has been restored.